Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). E1 initial reporter name is (B)(6). Additional info: e1 event site telephone number is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had message to remove the trainer occurs even though the trainer was not in use. There was no harm reported.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code ) , e1 ( event site telephone). Updated fields: b4, d9,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, verification not reproducible, front-end board failure suspected, replaced pcb, front end, rohs (0670-00-1164). Performed work according to the service manual. Results were good.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11, h6 (type of investigation). Corrected field: d9. A getinge field service engineer (fse) stated and verifed the reported issue is not reproducible, front-end board failure suspected, replaced pcb,front end,rohs (0670-00-1164) as precaution. Performed work according to the service manual. Results were good. The failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of a message to remove the trainer during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. All testing passed. No failure can be confirmed for this part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. The most probable root cause is component reliability.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h11. It was reported that during clinical use the cardiosave intra aortic balloon pump (iabp) had message to remove the trainer occurred. There was a patient involvement however, no adverse event reported. A getinge field service engineer (fse) stated and verifed the reported issue is not reproducible, front-end board failure suspected, replaced pcb, front end, rohs as precaution. Performed work according to the service manual. Results were good. The failure analysis and testing dept. Received pats with a reported unit failure of a message to remove the trainer during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. All testing passed. No failure can be confirmed for this part. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause is component reliability.